Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from (B)(6) alleged discrepant results. The customer is questioning a positive sars-cov-2 result generated on liat analyzer sn (B)(4) for a patient that came through the emergency department. On (B)(6) 2021 it is confirmed that the patient sample generated a positive sars-cov-2 result. The customer is alleging a false positive sars-cov-2 result on their liat using the cobas sars-cov-2 & influenza a/b nucleic acid test. The customer ran the same sample on other testing platforms to confirm the questioned result. The cobas 6800, cepheid genexpert, and reference lab in-house test all yielded negative results. A re-collected sample, was tested on cobas 6800, cepheid genexpert, and reference lab in-house test all platforms generated negative results. The re-collected sample was not re-tested on the liat analyzer. Patient sample was collected using kang jian virus collection and preservation system, 3ml volume. The collection media is not a validated sample type and not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed that there was no allegations of harm to the patients. The discrepant test results were not reported out.